Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was over 475 mg/dl. The customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer declined follow-up from tandem technical support to obtain a release date.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.